Event description:
According to the complainant, the operator could not pass the guidewire through the device. In addition, the device leaked contrast dye. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Customer complaint of the guidewire being difficult to advance through the device was not confirmed. The customer complaint of the device leaking was confirmed. The most probable root cause for the leak issue is that during manufacturing the joint between the two extrusions was not bonded correctly. A visual evaluation found that both ends of the guidewire were bent. The stiff end of the guidewire appeared slightly peeled exposing the metal core wire which could have caused advancement issues. A functional evaluation using an undamaged 0.035 inch guidewire found that the guidewire could be passed through the catheter without issue. A slight twist was noted within the working length of the catheter. A functional evaluation was performed by injecting water through the device, which leaked at the bonded joint. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot.